Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable unit of the video cable section is damaged based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had image noise, and light did not automatically adjust. The issue was found during an unspecified diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm.